Event description:
It was reported that high impedance was seen on this patient's device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
X-rays were received and reviewed and the cause of the patient's high impedance could not be determined based on the images provided. No other relevant information has been received to date.